Manufacturer narrative:
The device passed the displacement test. Hardware low level failures (variable info = 03) alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6, keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 372 mg/dl. The customer reported that the buttons were not working properly. Customer stated that there was no response from any button and pressed all buttons and the screen does not change. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.